Event description:
This atrial lead (medtronic) is suspected of having insulation issue. Oversensing was detected during isometric test. Physician is considering lead replacement. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).